Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having a crack on the screen of the insulin pump. Customer's blood glucose reading at the time of the call 218 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, reservoir tube lip, minor scratched display window and crack on screen noted.